Manufacturer narrative:
Detailed product information was not provided to bsc. Because the event was reported anonymously, we are not able to complete good faith efforts to obtain specific product information. As such the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. There was no indication that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via user facility medwatch mw5161972 that a pericardial effusion occurred. During an ablation procedure, a farawave pfa catheter was selected for use. Post procedure, it was reported that the patient experienced pericardial effusion and the blood pressure of the patient dropped following a cardioversion. The pericardial effusion was confirmed with intracardiac echocardiography. Pericardiocentesis was performed to treat the pericardial effusion. The patient status was stable following this intervention. A non-boston scientific therapeutic and diagnostic catheter was used during the procedure. No further information is available and the model and lot number for the farawave catheter is not known. The farawave catheter is not expected to be returned as the event was reported anonymously.